Event description:
It was reported that while slitting the coronary sinus catheter that the left ventricular (lv) lead would not remain in the desired location. Multiple attempts to keep the lead stationary were unsuccessful. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.